Event description:
It was reported that while stimulation was turned on, stimulation had not pulse the way it was before procedure to anchor leads. It was stated patient needed to wear a headband to apply pressure to leads that led to better therapy. Hcp added a suture point to each lead, to do the job that the headband had done. No components were replaced and the implantable neuro stimulator (ins) programming was not modified. Reprogramming stimulation and possible lower pulse width or cycling to create pulsing sensation was reviewed. Rate changes were attempted, but did not make a difference. At time of this report, no further details were provided. Additional information was requested and will be provided when available.

Manufacturer narrative:
(B)(4).